Manufacturer narrative:
Additional information: breakdown of 13 events is as follows: haptic damaged 6, haptic damaged, loading issues 1, haptic detached 1, lens damaged 4, lens damaged, stuck in cartridge 1. Lot number of suspect product 4620811907 1, 2619841812 1, 6277421909 1, 5465211903 1, 2314311605 1, 3760681504 1, 3418891906 1, 2396451911 1, 6821081910 1, 4827741905 1, 3938321902 1, 4481102001 1, 3084651906 1. 7 investigations were completed 6 are pending. Breakdown of 7 completed investigation: 4620811907 - lens cut, 2619841812 - no product returned, 2314311605- no product returned, 3760681504- no product returned, 3418891906- no product returned, 2396451911- no product returned, 6821081910- no product returned. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 13 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.